Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were on critical override. A technical support specialist (tss) dialed into server and ran a downtime query, which showed that the messages were not current. Tss restarted the bd external messaging service and the bd pyxis external inbound messaging service from services. After the restart, the downtime query was re run and confirmed that messages were now current. Verification through health sight viewer (hsv) and patient encounter system (pes) showed that all stations were no longer in critical override. Tss contacted the customer and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, health site viewer shown station on critical override. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.